Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a piece of guidewire had lodged in the basal portion of the right lobe of the lung which was confirmed through computed tomography (CT) scan. The wire was thought to have broken off during device upgrade several months ago. No further information available on the wire involved.